Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) remains implanted and in service at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine check of this implantable cardioverter defibrillator (ICD) there was less remaining longevity than expected. Premature battery depletion was suspected. This ICD remains implanted and in service at this time. No adverse patient effects were reported.